Event description:
The pt's mother reported that the audio bolus button had to be pressed multiple times to elicit a response from the keypad. The audio bolus button did not spring back normally. All of the other buttons did spring and click back normally. The reporter denies damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the audio bolus button was responsive to user inputs. The keypad appeared to be intact with no lifting or peeling. The "up" keypad button was found to be intermittently responding and required excessive force to activate. Additionally, the "ok" and "down" keypad buttons were responsive to user inputs and did click and spring back normally. The keypad was removed and the "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.